Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which can be passed on through various routes of transmission. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient was admitted for positive blood cultures. On (B)(6) 2015 she began exhibiting signs of possible cerebrovascular accident (cva). The patient was taken for CT scan which confirmed subarachnoid hemorrhage. Per the vad coordinator no other actions were taken and repeat neurological exams have been stable. The patient is last reported to remain hospitalized for monitoring and follow up consults by neurology. She is recovering with minimal residual neurological deficit. Investigation is ongoing.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly.

Event description:
It was additionally reported that the patient presented to the hospital with symptoms of nausea and vomiting, headache, and pain. There were no reports of focal weakness at this time. She was treated with intravenous antibiotics. Repeat head CT scans and neurological exams were stable. The patient was discharged on (B)(6) 2015 with no residual neurological deficits, only mild headaches which were being treated with medications. The medical team believes the reported event to be related to a "possible combination of device/ anticoagulation requirements, and straining while vomiting".

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed are the device anticoagulation requirements, the patient's recent infection, history of cardiomyopathy and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.